Manufacturer narrative:
Inspection of the unit revealed that the front case half inserts were missing blower mounting brackets, which caused the blower motor to rub plastic causing friction.

Event description:
Hill-rom received a report alleging that the vest unit smoked.